Event description:
Analysis of the returned device found that the pusher wire was broken. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual examination found the delivery wire was bent at 18 and 64 cm from the proximal end. Also, it was noted that the delivery wire including the proximal contact was broken off of the delivery wire. The main coil was found kinked and stretched along its side and dried blood was noted on the main junction and main coil. Additional information obtained from the user facility was unclear if continuous flush was maintained during the procedure. Therefore, from the information available and the investigation it is most likely that operational context was the cause of the reported event.